Event description:
Event description boston scientific received information that while this device was being reprogrammed, it entered back-up mode. This had also occurred two years earlier. The physician was concerned and questioned why this happened. Technical services consulted with engineering who indicated that this device should not be going into the backup mode while it is being interrogated. They indicated that a hex dump cannot be performed on this device and recommended that the device be explanted and returned for analysis, if the patient is able tolerate the procedure. They also recommended not using electrocautery during the explant procedure.